Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was hospitalized in emergency room due to unconscious and low blood glucose on (B)(6) 2021 with blood glucose of 23 mg/dl. Customer's current blood glucose was unknown. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by bolus with food, glucose tablet and intravenous glucose. Troubleshooting was declined for low blood glucose. Customer had been using insulin pump within 48 hours of low blood glucose event. Auto mode feature was not used during the event. The insulin pump and reservoir will not be returned for analysis.